Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 4. The technical service representative (tsr) assisted the home patient (hp) to cycler power. Tsr advised hp to start over with new disposables. Product surveillance contacted the caregiver (cg) on (B)(6) 2011. The cg stated that after starting over with new supplies no further issues were found. The cg also stated that they have already disposed of the supplies and no further information is available. There was no patient injury or medical intervention associated with this event.